Event description:
Patient's father contacted dexcom patient care specialist on (B)(6) 2015 to report an adverse event that occurred on (B)(6)2015. Patient's father stated that the patient had a seizure and the paramedics were called. Patient's mother followed-up on (B)(6)2015 and provided the following information: patient had been using the continuous glucose monitoring (cgm) system for one day. In the middle of the night, the patient was awoken to the cgm alarming her that her blood glucose level had risen above 250mg/dl. Patient was reportedly half asleep and self-administered too much insulin. At 7:30am, patient was getting ready for school, had a seizure and the paramedics were called. The patient was given juice and the seizure subsided immediately after. Patient continued to drink juice until the paramedics arrived. Paramedics checked patient's vitals and waited with her until her blood glucose level increased. No medication was administered. Patient's mother confirmed that the dexcom cgm was not at fault and there was no device malfunction.

Manufacturer narrative:
(B)(4). It should be noted that diabetes mellitus is a known cause of hypoglycemia, hyperglycemia and seizures.